Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 2.10 mmol/l compared to readings of 7.40 mmol/l respectively obtained on a hcp meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor was observed to be seated in the applicator. Visual inspection was performed on the sensor plug assembly and sharp was observed inside sensor pack. Visual inspection was performed on the applicator and no issues were observed. Applicator was not fired and sheath was observed to be locked. The sensor was found to be in sensor state 1(indicates the sensor was never activated). Sensor state 1 with no insertion failures is an indication that the user had not activated the sensor. The reported complaint was not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 2.10 mmol/l compared to readings of 7.40 mmol/l respectively obtained on a hcp meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.